Event description:
It was reported to philips that device shut down while it was monitoring a patient. However, since that incident, the device has functioned normally and the issue was not repeated. There was no reported adverse patient impact.